Event description:
It was reported that the fenestrated bipolar forceps instrument was defective. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2025: the instruments have been in storage for several months and had no consequences for the patient. There was no patient incident known to date, nor is there any damage to patient equipment. No further information is available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.